Event description:
The manufacturer was notified that during a stretta procedure in 2001, the rf generator displayed an error code and then automatically shut down. After performing the procedure, the physician noted a first-degree burn beneath a fold in the dispersive electrode on the patient's back. The treating physician concluded that it was unlikely that the burn resulted from a malfunction of the equipment but was the result of poor contact and folding of the dispersive pad on the back of an obese patient. Regarding the proper placement of the dispersive pad, please refer to the instructions for use in the user's manual, chapter 4: ""select a hariless area of the back (scapula or flank) and apply the adhesive surface to the skin at one edge, and pressing firmly, smooth to the opposite edge. Caution: failure to achieve good skin contact by the entire adhesive surface may result in a burn or poor electrical performance. Excessive hair, or moist skin, may result in inadequate electric contact." The physician felt this burn was not serious and would not result in permanent sequelae. The patient left to vacation in mexico shortly after the procedure and reported to the physician that the skin was healing well and that pt was experiencing no pyrosis or regurgitation. The physician informed the manufacturer through a written communication on 01/24/2002, that he considered the event closed and did not indicate that the institution had filed a medical device report. However, the manufacturer learned on 04/19/2002, through the FDA-cdrh database that a medical device report was filed on 12/20/2001. The manufacturer was informed also on 04/19/2002, that the patient has itching and formation of a scar at this site. Patient remains free of gastro-esophageal reflux disease symptoms.